Event description:
It was reported that the patients ipg had to be charged for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.